Event description:
The hcp reported that pt presented in 05/2004 with signs of an infection of the device pocket. These included redness, swelling, and drainage. Cultures of the device pocket and lumbar region were positive for staph aureus. The pt did not have meningitis. The pt was treated with IV antibiotics and device system explant. The infection resolved and the pt experienced no drug withdrawal symptoms.